Manufacturer narrative:
The manufacturer previously incorrectly reported an internal tube was disconnected and was the cause of a reported pressure issue. The flow sensor assembly was replaced to correct the issue.

Event description:
The manufacturer received information alleging a ventilator's was having a pressure issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a disconnected internal pressure tubing was observed. The device's internal pressure tube was reconnected to address the issue.